Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, the patient was implanted with a bifurcated stent to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 1a endoleak. A secondary procedure has been scheduled for sometime in (B)(6) 2018. There is no other information at this time. The patient was been reported as doing fine and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to confirm the following reported events of type 1a endoleak and a secondary procedure.device, user, procedure, anatomy relatedness or procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be doing fine. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information: on 04/11/2018, the physician elected to implant an non- endologix (medtronic) cuff to resolve this endoloeak. The patient was reported as fine post-secondary procedure.